Event description:
A middle aged, obese, female pt underwent an interventional procedure through a 6 french sheath, during which heparin was administered. The axera device was deployed w/o difficulty and the case concluded w/o incident. The artery did not appear tortuous or calcified and the sheath was pulled soon after the procedure (act unk). The evening of the procedure while on bedrest, a hematoma formed and a 12 x 8mm pseudoaneurysm was detected. The pt subsequently remained in the hospital over the weekend as a result of the hematoma. The pseudoaneurysm did not resolve on its own, vascular surgery was performed on (B)(6) to repair the vessel. Surgery was successful and the pt was discharged from the hospital to her home on (B)(6) w/o further sequelae.

Manufacturer narrative:
The device was not returned; therefore, failure analysis cannot be performed. A review of the device history record (DHR) was not performed since no lot number was reported. The non conforming materials record (ncmr) history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The product IFU was reviewed. Pseudoaneurysm is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. Based on available info, the root cause of the pseudoaneurysm is unk.